Event description:
On 12/18/1997 the account reported discrepant results of 30 mlu/ml for three different samples placed on the axsym analyzer at different times. All three pts were repeated on a backup method (method not provided) and were negative. The tech then ran qc on bhcg and all were out of range. While troubleshooting the instrument, the customer noted that the straw to solution 3 had been replaced on 12/18/1997. The tech checked the straw in solution 3 and noted fluid was not present in the straw. Replacement of the ferrule at the top of the straw and flushing of the tube was performed to properly dispense solution 3 through the tubing. The customer then ran controls and all were within range. Samples were retested and all were <2.o mlu/ml. No treatment was given based upon the first reported results.

Manufacturer narrative:
Complaint evaluation: during the initial investigation, it was determined that the customer installed a new bulk solution 3 straw prior to the erratic bhcg results reported on 12/18/1998. Upon installation of the part, the customer ran tsh controls but did not run bhcg controls. After erratic result occurrences, the bhcg controls were noted to be out of range and an attempted calibration failed. The axsym bhcg assay package insert, quality control procedures section (pg. 5), states, "when a control valve is out of the specified range, it may indicate errors in technique. Associated test results may be invalid and require re testing." The customer noticed fluid was not present in the bulk solution 3 straw. Section 10, "observed problems" in axsym systems operation manual (feb 96, r3), pages 10-270 and 10-273 lists air bubbles in fluidics system and bulk solution 3 improperly dispensing as probable causes for erratic results. The straw was reseated, but fluid did not flush through the tubing. The ferrule at the top of the straw was replaced and the original ferrule was returned for investigation. The returned ferrule was successfully performed a wash volume check, per service manual (64193-105). Addequate labeling exists to minimize the affect on patient results. This is the final report.